Manufacturer narrative:
Per tandem's user guide: the t:flex system is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:flex system has been submerged, check your pump for any signs of fluid entry. (B)(4).

Event description:
Quarterly summary report for alleged malfunction alarm 0: it was reported that a malfunction alarm 0 occurred. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse impact to the user.